Event description:
The customer reports gettting drastic drops of his blood glucose in the evenings. His wife reports an adc meter reading of 320 mg/dl and found him crawling on the floor. She denies any loss of consciousness, but found him to be disoriented and confused. He was treated with chocolate, with apparent resolution of symptoms.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval.